Event description:
It was reported that one touchless plus coude tip intermittent catheter from a box of 50 had no lube in it. It was not like the lube was dried out and it was that none was added ( (lot: ngfs1953). It was stated that 7 each from a box of 50 had the whole tip curved over or folded in half and it was unusable (lot: ngft2379). It was also stated that 8 each from of a box of 50 had the whole tip curved over or folded in half and it was unusable (lot: ngfq1655). Per additional information on 07oct2021, it was stated that 2 each from of a box of 50 had the whole tip curved over or folded in half and it was unusable (lot: ngfr2863).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿inappropriate package design ¿. It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose, but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that (B)(4) touchless plus coude tip intermittent catheter from a box of (B)(4) had no lube in it, it was not like the lube was dried out and it was that none was added (lot# ngfs1953). It was stated that (B)(4) each from a box of (B)(4) had the whole tip curved over or folded in half and it was unusable (lot# ngft2379). It was also stated that (B)(4) each from a box of (B)(4) had the whole tip curved over or folded in half and it was unusable (lot# ngfq1655). Per additional information on 07oct2021, it was stated that (B)(4) each from of a box of (B)(4) had the whole tip curved over or folded in half and it was unusable (lot# ngfr2863).